Event description:
It was reported that the patient experienced an adverse event after shutting off the ilet and hesitating to restart it, resulting in running high blood glucose and concern about insulin needs, with no alternative insulin delivery available; this scenario aligned with a user-related issue consistent with improper or incorrect procedure or method and did not implicate a specific device component. Symptoms included hyperglycemia and anxiety, with the patient noting tingling in the legs as a sign of high blood glucose. Outcomes included a missed dose and a delay to treatment or therapy. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified, consistent with improper or incorrect procedure or method and not attributable to any specific device part or sub-assembly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.